Manufacturer narrative:
The laser sys was shipped (B)(6) 2005. The recommended yearly preventive maintenance has not been performed on the sys. Medical device user instructed by cutera to stop using the sys and have sys evaluated by field svc engineer to verify that the laser sys is operating within specification. Physician did not have access the pt chart and treatment info.

Event description:
Pt diagnosed with 2nd degree burns and swelling to face after receiving nd:yag vascular treatment for "rosacea and telangiectasia".